Event description:
Customer reported via phone, call she went to bed with blood glucose of 400 mg/dl and her blood glucose dropped to 46 mg/dl. Her daughter called the paramedics and she was unconscious when they arrived and blood glucose. Follow up call was made to gather more information on the event. Customer then reported, she had gone to bed with high blood glucose over 300 mg/dl. When paramedics arrived it was 40 mg/dl and when she was admitted she was 100 mg/dl. Customer's doctor stated, the low might have been due to medication for her upper repertory infection. Then once customer informed him of the reoccurring issue with high blood glucose prior to the event, doctor stated the insulin might have been stacked. Doctor informed her to discontinue of the insulin pump until she received her new device. She is not returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.